Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the neurostimulator (ins) movement couldn¿t be replicated in office and no further intervention was required. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they feel the implant has moved down in the battery pocket. The patient felt like the battery site was pinching her. The patient noted that while recharging if she leans the slightest bit forward the recharger beeped like it loses connection. No external or patient factors were known to have contributed to the issue. The patient was referred to the healthcare provider for evaluation and the issue was not resolved at the time of the report.